Manufacturer narrative:
(B)(4). Batch # m54575. Photographic analysis: the photograph shows what appears to be stapled tissue, some of the staples are visible and partially formed, it is possible that the device was not fired through a full firing stroke. If the firing sequence is not complete, staples could be partially deployed. However based on the pictures alone, no conclusion could be reached. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how was the procedure completed? The surgeon sutured it.

Event description:
It was reported that during an unknown procedure, after firing, the surgeon checked the tissue and found several staples were not deployed to the tissue. The donuts were complete as intended and the washer was cut through. The patient is diagnosed as hb. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device was discarded.